Event description:
This report is based on information provided by service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device has a broken charging port while with the customer. There was no impact or harm reported.